Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A site surgical coordinator reported a case of vertical gas breakthrough, near the visual axis, during lasik flap creation. Upon follow up, reporter stated the flap was not lifted and pt will return at a later date to be treated.